Event description:
The customer reported that when the surgeon attempted to remove a wart from a pt's face, a small ball of fire formed on a device (MFR unk), and lit the sterile cloth which covered the pt's face on fire, which then burnt the inside of the pt's nose. A piece of the device fell off and seriously burnt the surgeon's leg. The pt burn was treated with cream. The surgeon is still receiving treatment for the burn on her leg. The site reported this incident was due to user error due to an accumulation of oxygen under the sterile cloth prior to surgery.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.